Event description:
Nurse was trying to remove safety huber needle but needle would not pull up into the safety device position. Four nurses attempted to engage device but were not able to do so. Device was removed as if it were not a safety device - by pulling whole device up and out of port. No harm to pt.